Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed no physical damage was found on the external parts of the device. Customer?s reported issue was duplicated. The root cause of the reported issue was due to the ac power receptacle port being loose. Actions taken to mitigate the reported issue: screwed down power supply circuit board terminals. Replaced ac power receptacle and battery as a preventive measure.

Event description:
It was reported that pump will not hold a charge, needs a new battery, and port is loose where power supply hooks into it. No patient injury reported.